Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: b2: outcomes attributed to adverse event is corrected: nothing is checked. B5: describe event or problem is updated. The implant mentioned previously in the initial submission is reported in 0002023141-2020-01357 and not part of this report. H6: method code was added: 4119. H6: results code was added: 3221. H6: conclusions code was added: 4310. The reported device was not received for evaluation. The reported condition of a loosened screw was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. DHR and complaint history review could not be performed since the lot / item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.

Event description:
Doctor reports that patient had a screw loosening.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Customer reported implant fracture. Implant #30 on (B)(6) 2012. Extract and immediate placed. On (B)(6) 2017, patient had a loose abutment screw. On (B)(6) 2020, the implant was explanted and new implant was placed.